Event description:
A new case of meningitis was reported to cochlear americas in 2008. Per the audiologist, the pt was admitted to the hosp with meningitis one month prior. The pt's device was explanted one week later. The pt remains hospitalized as of the date of this report 2008. Add'l info has been requested.

Manufacturer narrative:
.